Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that that the display goes off sporadically. The reported event was not confirmed. The service evaluation revealed mechanical damages at front panel and display along with worn inflow and outflow motor but the display was not shuting down during device testing.

Event description:
It was reported that that the display goes off sporadically. There was no harm for patient, operator or third party reported. No further information received.